Event description:
Dealer reported that the m91power chair will speed up and slow down without end user involvement and the joystick lights will dim when the unit slows down. Dealer couldn't duplicate the issue.